Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2024 where the ipg was repositioned towards the left flank area to address the issue. Effective stimulation was restored.

Event description:
It was reported the patient experienced discomfort located at the ipg site. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Date of event is estimated.